Manufacturer narrative:
Facility address line 1: (B)(6). The device was returned to olympus for evaluation and the reported event was confirmed. The device evaluation found coupler tampering. Additionally, failure of image due to connector side breakage and pixel defects due to image capture failure were identified. Based on the results of the investigation, the cause of the problem could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head's coupler section was loosened. There were no reports of patient harm.